Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl, 415 mg/dl, 420 mg/dl then had low blood glucose crash during the night blood glucose was 66 mg/dl and treated with mini snickers and liquid glycerin thinks she took a little too much. The customer was assisted with troubleshooting. Customer stated that yesterday there was no bolus listed for this morning before work for blood glucose treated for 59 mg/dl and enter extra carb. The insulin pump will not be returned for analysis.